Manufacturer narrative:
(B)(4). Unique device identifier (UDI): the UDI is unknown because the part number and lot number were not provided. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record and complaint history of the reported lot could not be conducted, because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary intervention. Approximately 3 weeks post procedure, a 12 cm piece of guide wire was found and removed from the left femoral popliteal artery. The site that performed the coronary procedure was unaware of a wire detachment during the procedure. There was no reported adverse patient sequela. No additional information was provided.